Event description:
It was reported that the customer had high blood glucose levels of 222 mg/dl. The customer reported a button error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.